Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that the lead was returned in two pieces. Insulation degradation was noted distal to the connector boot and the outer coil was exposed at the same area.

Event description:
It was reported that during routine device change out the patient became asystolic. The lead exhibited low impedances. An insulation anomaly was suspected. The lead was explanted and replaced.